Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the intermittent smart remote manger was failed. A field service engineer replaced latch and harness to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device. The serial number, UDI and manufacture date details kept blank since there was no medstation asset associated with the remote manager.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager fridge lock box was not opened. The customer stated that this malfunction occurred when trying to issue a medication to a patient and there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.